Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn/bent and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2, -11.50/2.0/093 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. The cause of the event is reported as user error.